Manufacturer narrative:
The manufacturer previously reported that a bilevel positive airway pressure (bipap) device's sound abatement foam allegedly became degraded and caused a patient to develop a headache. The patient was hospitalized in response to the reported event. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device minimal wear and tear were found. The manufacturer found evidence of contaminants present on the outside of the unit, on the inlet filter, in the filter inlet area, and on the humidifier latch ledge. The device was disassembled for internal visual inspection. The manufacturer found evidence of contaminates present inside the unit. The manufacturer also found evidence of 7 types of contaminates of which 3 were found in the airpath. The manufacturer finds that these contaminates were likely sourced from external environmental conditions. The manufacturer applied power to the device and confirmed the device provided flow and accessed the error log. The manufacturer concludes there is no evidence of sound abatement foam breakdown within the device. The contamination found in the as observed in the blower and air path and are consistent with being from an external source. Section d4 has been updated.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop a headache. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.